Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance greater than 3,000 ohms and loss of capture (loc) but did not result in asystole of greater than 2 seconds. Additional information obtained from field representative that device was reprogrammed when increase in impedance was noted two years ago. Further, during a device change out, the physician decided to cap the lead. The source was undetermined. The ICD was explanted electively while the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.